Event description:
This unsolicited from united states was received on (B)(6) 2017 from health care professional (nurse) this case concerns (B)(6) female patient who received treatment with synvisc one injection and after one day had bilateral knee pain/the left knee is worse than the right knee and bilateral knee swelling/the left knee is worse than the right knee; after few days has to use a walker now to ambulate; also, device malfunction was identified for the reported lot number.. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once (lot number: 7rsl021 and expiration date: 31- may-2020) for primary osteoarthritis bilaterally. On (B)(6) 2017, one day after receiving synvisc one injection, patient contacted the doctor's office the next day with complaints of bilateral swelling and pain and the left knee was worse than the right knee. Patient called the next day with pain swelling/swelling in both knees. Patient was recommended ice, compression, and rest and by "policy" at the office were not allowed to prescribe pain meds. The patient call the next day and reported that she has to use a walker now to ambulate (onset date: (B)(6) 2017; latency: few days). The doctor informed the patient to adhere to the former recommendations and that at times, this does occur with injections of synvisc-one. The patient informed the doctor that she would call next week if this was not improved sometime next week. Corrective treatment: ice, compression, and rest for bilateral knee swelling/the left knee is worse than the right knee and bilateral knee pain/the left knee is worse than the right knee; not reported for device. Malfunction. Outcome: not recovered for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 50874. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criterion: permanent or significant disability for has to use a walker now to ambulate and device malfunction. Additional information was received on 05-dec-2017 and 13-dec-2017 (both were processed with the clock start date of 05-dec-2017). The event of device malfunction was added. The ptc results were added. Text amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated 05-dec-2017: this case concerns a patient who experienced difficulty walking, swelling of knees and bilateral knee pain after receiving synvisc one injection from the recalled lot. Although exact event onset date has not been provided for all the events, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.

Event description:
This unsolicited from united states was received on (B)(6) 2017 from health care professional (nurse). This case concerns (B)(6) female patient who received treatment with synvisc one injection and after one day had bilateral knee pain/the left knee is worse than the right knee and bilateral knee swelling/the left knee is worse than the right knee; after few days has to use a walker now to ambulate. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once (lot number: 7rsl021 and expiration date: 31- may-2020) for primary osteoarthritis bilaterally. On (B)(6) 2017, one day after receiving synvisc one injection, patient contacted the doctor's office the next day with complaints of bilateral swelling and pain and the left knee was worse than the right knee. Patient called the next day with pain swelling/swelling in both knees. Patient was recommended ice, compression, and rest and by "policy" at the office were not allowed to prescribe pain meds. The patient call the next day and reported that she has to use a walker now to ambulate (onset date: (B)(6) 2017; latency: few days). The doctor informed the patient to adhere to the former recommendations and that at times, this does occur with injections of synvisc-one. The patient informed the doctor that she would call next week if this was not improved sometime next week. Corrective treatment: ice, compression, and rest for bilateral knee swelling/the left knee is worse than the right knee and bilateral knee pain/the left knee is worse than the right knee outcome: not recovered for all events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: permanent or significant disability for has to use a walker now to ambulate pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a female patient who has received synvisc one injection and later on was using walker to ambulate. The event is temporally related with the drug and there causal relationship with the device cannot be ruled out. However, patient's underlying medical condition of primary osteoarthritis bilaterally might also be a contributing factor for the occurrence of event.